Event description:
It is reported that the patient was revised due to an adverse reaction from metal debris. Surgeon diagnosed alval upon exposure of the hip joint.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the adverse tissue reaction may have been caused by the metal debris, which potentially would have been caused by one or combination of the following factors; inadequate impaction force to fit the femoral head on the connective neck trunnion which would cause the micromotion and hence the metal debris. Entrapment of metal or crystalline particulates at the junction between head and the neck, generated from impaction of a wore out instrument. Reuse of multiple assemblies may also cause metal debris and may lead to adverse tissue response. Contaminated junction or damage by instrument. Evaluation: device history records indicate all components were manufactured and inspected to specification.